Event description:
In 2006, the caller got a reading of 99mg/dl from his adc device and lost consciousness. He did not experience symptoms prior to testing his blood glucose. When he regained consciousness he called the paramedics. They gave him a tube of sugar solution. The adc device reading is not consistent with the callers symptoms and the treatment provided by the paramedics.